Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 88 mg/dl, 417 mg/dl, 308 mg/dl, 247 mg/dl, 40 mg/dl, and 64 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.